Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study which they think the capsule may have "fallen off" before the end of the study. The patient will require another procedure that also required anesthesia. There was no patient or user harm.